Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump incorrectly calculated a 43 units bolus. Customer did not deliver the bolus. Tandem technical support (cts) reviewed pump data and was unable to verify the allegation. In addition, tandem technical support educated the customer on the pump having a max bolus feature of 15 units. Despite cts findings, the customer maintained the reported allegation. Customer's blood glucose level was 153 mg/dl.